Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The device was visually evaluated and functionally tested. In the evaluation, minimal signs of wear and no discoloration were found on the device. Upon evaluation, it was confirmed the spring/ tensioner components are jammed and rotated inside the main body of the device; therefore the complaint is confirmed. The non-conformance database was reviewed in the evaluation and no non-conformances were found. The most-likely cause for the complaint was determined to be excessive force. There are no indications of manufacturing defects.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The lever or the spring inside the mechanism does not work anymore. No additional information has been provided at this time as the distributor is closed for two weeks for summer vacation.